Event description:
Pt inserted a new pair of biofinity (comfilcon a) contact lenses straight out of the blister. Pt immediately experienced a burning sensation, followed by violent pain, redness and epithelial scaring due to a chemical reaction. Per the pts eye care practitioner, the pt had severe edema and a reduction in visual acuity. Pats best corrected visual acuity went from 20/20 before the event to 20/25 after the event. Pt was advised to stop use of the lenses and was referred to an ophthalmologist for treatment. Pt was prescribed tobradex, nepafenac, and cloranfenicol.

Manufacturer narrative:
Event was reported by eye care practitioner's office directly to coopervision (B)(4). Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the condition the pt complained of. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.